Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing instructions for resetting the pump, after which the malfunction did not recur, allowing the customer to continue using the pump with an understanding to call back if the issue reappeared.